Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 per new information received . H11: corrected data . Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient with a 27mm aortic valve underwent a valve-in-valve (viv) replacement after an implant duration of 13 years and 9 months due to aortic stenosis and regurgitation. A transcatheter valve was implanted within the surgical edwards valve using the transfemoral approach with excellent result. Per medical opinion, this surgical valve did not fail prematurely. The patient was noted as to be discharged to ccu in stable condition.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm aortic valve underwent a valve-in-valve replacement after an implant duration of 13 years and 9 months due to stenosis and regurgitation. A transcatheter valve was implanted with excellent result. The patient was noted as to be transferred to ccu in stable condition.